Event description:
It was reported that the patient's ipg was at end of life. Surgical intervention was undertaken on (B)(6) 2023 where in the patient's ipg was explanted and replaced.

Manufacturer narrative:
Event date is estimated. The event of an ipg replacement was reported to abbott. The device inoperable. The patient lost therapy a month earlier. The ipg was replaced without complications. Surgeon requested the patient to wait for programming appointment to turn therapy back on. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.